Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: lot # provided in the initial medwatch is the supplier lot#, synthes lot# is 5406146. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: add'l pro code: moq. The device is a power instrument and is not implanted/explanted. (B)(6). (B)(4). A synthes power tool evaluation was completed on october 10, 2013. It was noted, the reporter's complaint that the unit does not function properly was confirmed. The device was tested and the complaint was duplicated. The evaluating engineer notes, evidence indicates this is due to usage wear over time. Concomitant product: removed battery reamer/drill. Change to none. Placeholder.

Event description:
This reported event is for one power device instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Facility reports that the battery reamer-drill was not getting a good connection; the reporter is unsure if it is the battery or the switch connection. There is no information reported regarding timing of event or patient involvement. No injuries or medical intervention was reported. No additional information reported. Update: facility reports event occurred during unknown surgical procedure. It is reported or staff opened another drill and continued the procedure with no further problem, no harm to patient.